Event description:
It was reported that emergency services were called, and the patient was hospitalized and admitted to the intensive care unit at (b)(6) Hospital with diabetic ketoacidosis (DKA) and Aspiratiepneumonie (aspiration pneumonia) on (b)(6) 2026. While wearing the Pod for between 49 and 71 hours, the patient's blood glucose levels reportedly reached 22.2 mmol/L (399.6 mg/dL). The patient reported receiving an error message indicating missing sensor values, then went to sleep and later received a "No Active Pod" message along with elevated blood glucose levels. According to the healthcare provider, the patient did not respond to the error messages, and glucose levels continued to rise. The patient subsequently attended a festival, where first aid treatment was required, and ambulance services were called due to worsening symptoms. Reported symptoms included hyperglycemia, nausea, and vomiting. Treatment reportedly included intravenous insulin therapy and ventilator support. The Pod was removed at the hospital and discarded. The patient was discharged on (b)(6) 2026, following an approximately nine-day hospitalization.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: FreeStyle Libre 2 Plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.